Manufacturer narrative:
The devices subject of the reported event were not returned for evaluation. Without the returned devices, a root cause could not be determined. Multiple attempts have been made to contact the user facility to obtain additional information regarding the reported event however, no response has been received. The device history record for the subject lot was reviewed and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch report ((B)(4)) that the biopsy valves to their defendo valve and connector kit were "leaking" sterile water onto the endoscopes. No report of injury or procedure delay.